Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the FDA via medsun mandatory and voluntary report form uf report # (B)(4), the patient originally had this nail implanted three months ago. The patient fell and the implant broke. The surgeon removed the broken nail replaced it with another implant.

Manufacturer narrative:
This complaint is dup of stryker ref number (B)(4). This MDR will be cancelled and reported on MDR number 9610622-2014-00093.

Event description:
It was reported by the FDA via medsun mandatory and voluntary report form uf report # 2700040000-2014-8014, the patient originally had this nail implanted three months ago. The patient fell and the implant broke. The surgeon removed the broken nail replaced it with another implant.